Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Visual summary analysis of the lead was performed. Concomitant product: 6949, implantable tachy lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Follow-up attempts were conducted with the clinic; however, no additional information was obtained.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information was requested but has not been received. No patient complications have been reported as a result of this event.